Event description:
The tps universal driver was sent for service and during performance testing that the manufacturer the device displayed a bias current error. There was no pt involvement and no adverse consequences associated with the device.